Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the network port for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the bulkhead connector on the navigation system was damaged resulting in exams not transferring over the network to the navigation system. There was no patient present when this issue was identified. No additional information was provided.